Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: during further investigation it was reported that the robot was not mounted to the bed. No impact on the patient. H6: codes updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: two failures were reported and confirmed via the log file review: 1. "Unique" robotic arm motion 2. Femur checkpoint 3mm off. Failure 1: the investigation found that the most probable root cause of the reported issue is sub-optimal leg position relative to the robot. The user should follow the positioning instructions as per the instructions for use. Place the knee in a stable position, flexed between 90 degrees and 110 degrees. Position the center of the device array interface at 25mm (1 inch) below the femoral epicondyles. Ensure the leg and the holding arm are both vertically aligned. Ensure the planned implant axis (and not the bone axis) is aligned with the device axis. Failure 2: the investigation found that the most probable root causes of the reported issue are sub-optimal positioning, leg movement, and sub-optimal acquisitions. It is recommended that the user follow the guidance on as per the instructions for use: prior to each resection, ensure the leg is stabilized in the desired position. Any large leg/robot movement will require a rapid adjustment by the robotic-assisted device and can potentially introduce inaccuracy. Root cause: both issues: the root cause of these issues is use errors. Additionally, it was found that the user did not mount the robot to the bedrail which can also be considered as improper handling. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty (tka) tibia, after making our femoral cuts, the surgeon anteriorized the tibia with retractors and prepared the bone for resection. The user proceeded to move the robot into plane for the tibia resections. At this time, the robot arm rotated itself toward the foot of the bed to reach plane, but also then turned to the right and further away from the bed. This movement seemed unusual and caught the attention of the user and the surgeon. We sent the unit back to home position and then to the tibia resection again. It made the same movement but appeared the saw lined up for the correct resection on the bone, so we proceeded. All cuts made appeared reasonable and accurate. Upon trialing the knee was tight in full extension. I noticed the metal femoral trial appeared to not sit completely on the distal femoral resection. We decided we should re-cut and take 1 more mm off the distal femur. Once verifying the femur checkpoint, the unit told us we were 3mm off. No further cuts were made from here. The device was used with the robotic assisted base station device. There were no delays in a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.